Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one ot two medwatches being submitted as two devices were involved in this event. See also medwatch # 2210968-2007-00573. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a sling procedure in the hammock position in 2007. During the cough test, the surgeon was unable to prevent the pt from leaking. The surgeon continued to tighten the device, but the pt still leaked. The device was then withdrawn from the pt and the surgeon successfully placed a different type of sling device.